Event description:
It was reported the tip (application cannula) of an unspecified duploject easy prep ¿came off¿ and was inadvertently left inside the patient. After an unspecified amount of time, the patient required revision surgery to remove the tip. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.